Manufacturer narrative:
The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported they did not like "the look" of the xen®45 gts after implanting into the unknown eye. Surgery was completed with a 2nd xen®45 gts. Device remains implanted.